Event description:
As reported by the clinical specialist, at the end of the transfemoral transaortic valve replacement procedure with a 23mm sapien 3 ultra resilia (s3ur) valve the physician noted that they were under the impression the delivery system balloon ruptured during valve deployment because they noted a large amount of contrast on imagery. The delivery system was checked on the back table for damage after the procedure and no rupture or leak were observed; however, the device will be returned for evaluation to confirm.

Manufacturer narrative:
Investigation is ongoing.